Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an attempt to direct stent the heavily calcified, long target lesion in the ostium of the left renal artery was made, but a herculink stent delivery system (sds) was unable to enter the calcified ostium and the sds was removed from the anatomy. The lesion started in the ostium but extended past the ostium. The viatrac balloon reached the lesion for predilatation, but ruptured with the first inflation at approximately six atmospheres. There was no adverse patient effect from this balloon rupture and the balloon catheter was removed from the anatomy. Another viatrac was used to successfully predilated the lesion. The herculink sds was re-inserted and implanted in the lesion. There was no clinically significant delay in the procedure and no adverse patient effect. The physician believes the lesion calcification may have pierced through the viatrac, resulting in the balloon rupture. There was no additional information provided.